Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. The staple line was incomplete. The surgeon used another instrument to complete the procedure. No pt injury was reported.